Event description:
It was reported that after the implant, the patient experienced feeling a sharp and uncomfortable pain in her chest. The patient presented to the hospital numerous times since the implant. The patient was diagnosed with pericarditis as a result of perforation during the initial implant. On (B)(6) 2012, the patient was in atrial fibrillation and a capture test could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.